Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support and a cartridge change resolved the issue. There was no reported adverse impact to the customer¿s blood glucose level.